Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified on the common carotid artery after enroute arterial sheath insertion. The procedure was converted to carotid endarterectomy (cea). No further complications were reported.

Manufacturer narrative:
This supplemental MDR is being submitted to reflect the corrected device manufacture date (section h4). There is no change to the details of the event in the initial report.